Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and restenosis, as listed in the absorb gt1 instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
New information: the check up on (B)(6) 2017 was because the patient had been symptomatic (angina) from the beginning of 2017. The occlusion was confirmed to be restenosis. The patient was discharged on dual antiplatelet drug therapy (dapt) of ticagrelor and aspirin for another 12 months. No additional information was provided.

Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a lesion in the proximal right coronary artery (rca). Pre-dilatation was performed with a 3.0 x 20 mm balloon. A 3.5 x 23 mm absorb gt1 scaffold was deployed and post-dilated with a 3.5 x 20 mm non-compliant balloon. During a check up on (B)(6) 2017 a chronic total occlusion was noted in the proximal rca segment with the absorb gt1 scaffold and a stenosis was noted in the mid left circumflex (lcx) artery. The patient returned for percutaneous coronary intervention on (B)(6) 2017. Two drug eluting stents (des) were implanted in the proximal and mid rca with an overlap. Two des were also implanted to treat the lcx. The final angiographic results were good. No additional information was provided.